Event description:
New information received notes that the right ventricular (rv) lead was explanted on (B)(4) 2018. The lead had exhibited noise. During the procedure, fibrosis was noted in the subclavian, superior venacava (svc) and right ventricular (rv) portions of the lead. Hemostasis was good and the pocket was irrigated and closed. There were no apparent complications. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote transmission that the right ventricular (rv) pacing lead impedance had been rising steadily from (B)(6) 2017. During a scheduled non invasive program stimulation (nips) procedure, the pacing lead impedance was found to be high out of range. Sensing and high voltage lead impedance were stable. The threshold had increased in conjunction with the rising pacing impedance. No intervention was performed. Patient was stable.

Manufacturer narrative:
A partial lead was returned in two pieces for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.